Manufacturer narrative:
Evaluation of the fracture surface device found evidence of torsional overload. The package insert (B)(4) states: #7. Correct handling of implants is extremely important. Intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported that a patient underwent an acl procedure on (B)(6) 2011 utilizing a washerloc cancellous screw 6mm x 46mm. During the insertion of the screw, the head of the screw fractured. Procedure was completed but only after a delay greater than 30 minutes occurred.